Event description:
Spo2 [oxygen saturation of peripheral oxygen] finger probe applied to patient, cable connected to finger probe and to monitor, unable to obtain spo2 reading. Cable changed and spo2 reading obtained. This resulted in a delay in patient care, no known patient harm at this time.